Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of system error alarms occurred on the homechoice machine (no details provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. An event history log review identified a system error 1031 which occurred during the reported therapy. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The pneumatic system was found to be working within specification limits. A service history record review did not identify any issues in the previous service events that would have contributed to the system error. Although the error was found in the logs, no nonconforming product was identified which could have caused or contributed to the alarm. The cause of the system error was undetermined. Should additional relevant information become available, a supplemental report will be submitted.